Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the revision reported may have been the result of the reported posteriorly subluxed femoral component articulating more on the posterior aspects of the tibial insert, which led to the posterior edges of the insert to become worn away. This worn away portion of the tibial insert may have allowed the femoral component to articulate on the edge of the tibial tray resulting in the reported metalosis. However, this cannot be confirmed as the devices were not available for evaluation and no other images were provided of the other explanted devices. No information provided in the following section(s): a2, a3, a4, a5, b6, b7, d4 (catalog number, serial number, expiration date, UDI number), g5, and h4. The following section(s) have additional info: g4, g7, h1, h2, h3, h6, and h7.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Primary completed in (B)(6) 2018 . The surgeon peformed the revision in (B)(6) 2019. Patient presented with posteriorly subluxed femur and metal-metal contact between the femoral component and the tibial baseplate. Upon opening there was metalosis.